Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a vitrectomy surgery, infusion was low. No patient harm was reported. Additional information has been requested.

Manufacturer narrative:
The company service representative examined the system and found the settings were in range. The system performed as intended. The system was cleaned and was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The company representative provided phone support and suggested patient eye level (pel) adjustment. After that, according to the surgeon, there were no problems with infusion and oil extraction. The system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).